Manufacturer narrative:
This report is submitted september 5, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018. It is unknown if the patient was reimplanted with another device as of the date of this report. This report is filed on october 22, 2018.